Event description:
It was reported that the reservoir and pump of this inflatable penile prosthesis (ipp) were not working properly due to a total loss of fluid from the reservoir. A surgical procedure was performed to remove and replace both components. There were no patient complications reported.